Manufacturer narrative:
Qn#(B)(4). Returned for investigation was a 40cc 8fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardbaord box and was in a bio-hazard bag. Upon return, the oneway valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The teflon sheath was on the iabc. A bend to the iabc central lumen was noted at approximately 5.7cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The customer photos were reviewed. The photos show "possible helium loss 3" alarms on the ac3 iabp display and the iabc serial number label (B)(6). The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The catheter's central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The fos (sc) connector was connected to the iabp and the iabp zeroed the iabc. The pump status displayed "ok" indicating the fiber is fully intact. The iabc was leak tested in accordance with testing methods from manufacturing procedure. An external leak was immediately detected from the bifurcate around the fos adhesive. Upon microscopic inspection, an external leak occurred from the fos adhesive bond at the bifurcate. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 5.0cm from the iabc distal tip, which is the location of a noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab helium loss alarm is confirmed. During the investigation, an external helium leak was confirmed from the intra-aortic balloon catheter (iabc) bifurcate fos adhesive. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leak from the bifurcate fos adhesive. The probable root cause of the complaint is manufacturing related. A corrective and preventive action (CAPA) has been initiated to further investigate the issue.

Event description:
It was reported "suspected sever iabc kink - iabc removed by surgeon". Additional information states the iab was removed and not replaced. No patient injury or consequence. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "suspected sever iabc kink - iabc removed by surgeon". Additional information states the iab was removed and not replaced. No patient injury or consequence. The patient's current condition is reported as "fine".